Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the examination of the returned instrument confirmed the complaint. The root cause is attributed to inadvertent use error. The examination of the returned instrument found the fluted tip bent. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that all instruments are damaged and need replacement. A integuments are being returned to depuy. No surgical delay.